Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reset the pump, clearing the alarm and resuming insulin delivery.